Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The vascular access site was radial. The 70% stenosed, concentric, de novo target lesion was located in the non-calcified and non-tortuous mid left anterior descending (lad) artery. The lesion length was 8.0mm and the reference vessel diameter was 3.0mm. The lesion was pre-dilated with an apex 2.5x10mm balloon at 12 atms for 30 seconds and the residual stenosis immediately after was 0%. Next a promus element 3.0x12mm stent was advanced across the lesion site. The delivery balloon was inflated to 14 atms for approximately 20 seconds and the stent was deployed. The delivery balloon was deflated and upon trying to remove the balloon resistance was felt. The delivery balloon was inflated a second time for 30 seconds in order to remove it from the deployed stent. The balloon was removed in tact and the stent was fully deployed and well apposed. No patient complications were reported and the patient status is reported as "stable".